Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, wear abrasion and deformation. Cloudy color observed in the gel after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Physician reported left side ¿chest pain¿, ¿deformity of breast¿, ¿inflammation of the shell¿, ¿peri-prosthetic effusion¿ and ¿retraction skin." Device was explanted.